Manufacturer narrative:
Analysis of lead model 3389-40 showed that the lead tip was bent. Concomitant medical products: product ID 3389-40, lot# 0205954461, implanted: unk, explanted: unk. Product type: lead. (B)(4).

Event description:
It was reported that the tip of a lead was found to be bent by the surgical staff prior to implant. The bend was verified by placing it on a plain metallic surface, adjacent to a ruler, and rotating the lead. The lead was replaced and the implantation was completed successfully. If additional information becomes available, a follow-up report will be sent.